Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller to wait 20 minutes after the pump exited storage mode before starting a sensor session and provided guidance on performing a pump reset. Following the reset, the cgm error did not recur, and the caller successfully started their sensor session.